Manufacturer narrative:
Alleged failure: has a black residue all over the container the failure identified in the investigation is consistent with the complaint record. The probable root causes could be the tyvek got debris during packaging. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that foreign material residue was found inside sterile package. The procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that foreign material residue was found inside sterile package. The procedure was completed successfully.